Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the product or lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius extension sets shipped to this account within the selected time frame. No information could be found based on the limited information available and therefore a device history records (DHR) could not be conducted. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak during fill 4 of 4 of their pd treatment. An air detected in cassette alarm was reported as a result. It was reported the leak was due to a disconnection. Upon follow-up, the patient stated that the leak occurred from a disconnection of their extension set to the pd catheter (non-fresenius device). The patient could not provide the product information for the extension set. The patient stated that they woke up and their was fluid in their bed. The patient confirmed they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient stated they went to the clinic that day to complete treatment. The extension set is not available to be returned to the manufacturer for evaluation because it was discarded.